Event description:
Had hip replacement on the event date. Six months later, while using my cross trainer bike my hip "gave out", and I fell to the floor in considerable pain. After 4 months and a list of tests, my doctor and I agreed on doing a revision. It was the same week a recall was made of the trident psl and hemispherical acetabular cup. My components were in the batch of 20 that was included in the recall. Surgery showed failed left hip replacement, due to non-ingrowth of the acetabular component with hemarthrosis present secondary to the mild compression irritation of the floor of the acetabulum.